Manufacturer narrative:
There was no indication based on the physical evaluation and performance evaluation of the returned device that the device failed to perform as intended (causing a malfunction) leading to the distal embolization. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. Additionally, in-stent restenosis patients are listed as a special patient population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of patients) in the IFU.

Event description:
The jetstream navitus device was used to treat a 99% occlusion of the superficial femoral artery (sfa) and 25cm of in-stent restenosis. Towards the distal end of the stent the navitus device speed bogged down. Dr. (B)(6) used an angilsculpt balloon to pre-dilate and then went back in with the navitus device. The navitus device functioned at lower rpm's when treating in blades up. Upon completion of the jetstreatm treatment the vessel lumen had shown significant improvement in both the native vessel and stented area. Distal emboli was found in the peroneal. Dr. (B)(6) believes the vessel was occluded prior to intervention, but now was occluded more proximally. A jetstream sf1.6 device was used followed by a balloon, which resulted in the vessel having impeded flow. Dr. (B)(6) does not think the distal emboli will negatively affect the patient because the vessel was previously occluded.